Manufacturer narrative:
H4: the lot was manufactured from october 04, 2022 - october 05, 2022. H10: one actual device was received for evaluation with fluid in the bladder. A visual inspection on the unit via the naked eye noted fluid inside the housing which suggested a leak occurred. No evidence of rupture was observed from the bladder. The bladder was found to be completely intact. A leak test was performed by filling the bladder with green color water and immediately after the green color water was added to the bladder, a slow leak was observed coming out at one side of the bladder crimp. The reported condition was verified. The cause of the condition was a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from the balloon (bladder). The issue occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.